Event description:
During an instent restenosis atherectomy procedure a 4 mm spiderfx was placed below the knee in the tp trunk. The physician attempted to remove the atherectomy device on the wire with the spiderfx. The atherectomy device was removed, but the physician was having trouble capturing the spiderfx into the catheter. Finally, the spider wire came out without the basket attached. The physician had to use a snare to retrieve the basket, and was successful. Doctor deployed another spider and finished atherectomy.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.